Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2023 where the lead moved to the appropriate level to address the issue. Effective therapy was established postoperatively.